Manufacturer narrative:
Concomitant medical devices: metasul durom, component for acetabulum, uncemented, 60/¸ 54, code t, catalog no# 0100214060 ; lot no# 2439155, metasul ldh, head, 54, code t, taper 18/20, catalog no# 0100181540 ; lot no# 2441070. Therapy date : (B)(6) 2008. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to malalignment of stem.

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: malpositioning. Event summary: the patient was implanted with a durom-ldh-alloclassic stem tha on the left side on (B)(6) 2008 and was revised on sep 03, 2008 due to malalignment of the stem. Review of received data the received njr database entry was reviewed. The review states a revision due malalignment of the stem. The summary of removed components states that the femoral stem was removed only. No other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check between the durom acetabular component and the metasul ldh head was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. However, as the used head adapter is unknown, the compatibility of the ldh head and the head adapter, as well as of the head adapter and the cls stem, is unknown. The review of the device history records (DHR) and the raw material certificates did not show any conspicuousness. Conclusion summary: it was reported that the patient was implanted with a durom-ldh-alloclassic stem tha on the left side on (B)(6) 2008 and was revised on (B)(6), 2008 due to malalignment of the stem after about 6 weeks in-vivo. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the implant position during the time in-vivo as well as the condition of the components is unknown. Based on the njr datebase entry the reason for revision is malalignment of the stem. The femoral stem was the only revised component during revision surgery; all other components were left in-situ. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, based on the given information and the results of the investigation, we were neither able to recreate the reported event, consisting of malpositioning of the stem, nor to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).